Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary clearlink set would not flow during infusion of ertapenem. The set was being used with a non-baxter infusion pump and a non-baxter primary set. The reporter stated that the pump presented an air in line alarm. The pump was changed out and the line was re-primed three times; however, the set continued to not infuse. The reporter stated that the secondary set was removed from the setup to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.